Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.37 - eds male luer connector unable to secure to the catheter connector and the catheter disconnects. Effect (harm): delay in patient treatment, over drainage of csf and infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso luer reference fittings. Further investigation to be carried out.

Event description:
Nt821731c - catheter found disconnected at connection point between external vps (ventriculoperitoneal shunt) catheter tubing and system (not at the luer lock, but the plastic piece connection closer to the patient which connects to luer lock).

Manufacturer narrative:
Follow up report ref to natus complaint# (B)(4). Sterile date of product: 15 nov 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Risk management review: a review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "4.37 eds male luer connector unable to secure to the catheter connector and the catheter disconnects." The risk level is considered moderate. Based on complaint of "catheter disconnected." This determination is based on the information received from the customer. No related capas. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - catheter found disconnected at connection point between external vps (ventriculoperitoneal shunt) catheter tubing and system (not at the luer lock, but the plastic piece connection closer to the patient which connects to luer lock).